Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on, (B)(6) 2013: the patient presented with pre-op diagnosis: intractable axial mechanical and radicular pain, l5-s1 pseudoarthrosis with continuing foraminal stenosis. Procedures performed: removal of previously placed screws and rods and l5-s1 laminectomy, facetectomy and diskectomy for decompression of nerve roots. L5-s1 360-degree fusion through 1 incision using bmp. Posterior instrumentation with pedicle screws and rods. Arthrodesis, posterior technique and insertion of interbody graft. Use of a combination of allograft and locally harvested autograft. Intraoperative use of microscope for microdissection. C-arm fluoroscopy for localization. Postoperative diagnosis: intractable axial mechanical and radicular pain, intractable axial mechanical and radicular pain, l5-s1 pseudoarthrosis with continuing foraminal stenosis. Per-op notes: dissection was carried down superiorly and inferiorly in the midline to exposure the supraspinous ligament, thoracolumbar fascia and lamina and the previous hardware which was subsequently removed. Pilot holes were drilled into the junction of the lateral facet and the transverse. The resulting holes were checked with a pedicle probe sound to ensure bony rim around the hole. Forward-angled curettes were used to dissect tissue from the lamina and pedicles. High-speed drill, kerrisons and curettes were used to remove the inferior articular facet superior portion of the neural foramen on both left and right sides via smith-peterson osteotomies. Laminectomy and decompressive facetectomy was performed bilaterally to relieve nerve root compression. The insertion of the interbody graft and the instrumentation portion of the surgery was commenced. The cleaned disk space was sized appropriately with a trial interbody cage. The endplates were abrased again, and a permanent interbody cage was chosen and filled with a combination of allograft and locally harvested autograft. After assuring good fit for arthrodesis, the remaining disk space surrounding the interbody device was compacted with bone obtained from the locally harvested autograft and allograft combination. These grafts were inserted bilaterally. The previously drilled pilot holes were then tapped and pedicle screws inserted. Once all of the polyaxial screws were in place, rods were placed into the polyaxial heads. Interthreaded caps were secured to the polyaxial screws to assure fixation of the rod. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast. Impression: acute postoperative changes. Interbody fusion device l5-s1, which appears to have a different position and orientation when compared to previous CT of (B)(6) 2013. On (B)(6) 2013: the patient underwent x-ray of lumbar spine. Impression: the interbody graft is partially uncovered with regards to the sacrum. Position has not changed. No interval hardware breakage is confirmed. The patient underwent CT of lumbar spine without contrast. Impression: redemonstration of posterior fusion surgical changes from l4-s1 with anteriorly displaced interbody spacer device at l5-s1 at the most anterior margin of s1 vertebral body. Osteolysis along the left l5, and bilateral s1 transpedicular screws. Unchanged grade ii anterolisthesis of l5 on s1 and grade I retrolisthesis of l4 on l5. Interval increase in postoperative seroma at the surgical site. On (B)(6) 2013: the patient underwent MRI trauma of lumbar spine without contrast. Impression: some increased edema in the paraspinous musculature and in the region of the fusion construct with transpedicular screws l5-s1.